Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of the gauze that contained the rf chip was left within the body of the patient. The staff had inspected the gauze and discovered that it was missing the chip. Because of the issue, the patient was kept under anesthesia for longer than expected in order to reopen the patient and remove the chip.